Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad button (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after the pump had been exposed to water. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the keypad was peeling at the ok button. The functionality of the keypad could not be tested due to the blank display. No damage or contamination was found under the button contacts when the keypad was removed. Investigation also revealed moisture behind the display lens. A display lens leak was observed after the leak test was performed. Moisture was found throughout the pump case and on the keypad flex connector when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).